Event description:
The reporter stated that she did not get er1 messages often, but when she did, it was due to not putting enough blood on the test strip. She was unaware of the color chart on the strip bottle.